Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20080410.

Event description:
It was reported that patient underwent an explant procedure where all devices were removed due to not getting enough pain relief. The explanted device will not be return.